Manufacturer narrative:
Age at the time of event: the mean age was 78 years, with 51% of patients aged 80 or over. (B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, no information has been provided indicating the patient's will undergo re-intervention. However, severe ppm most likely would require intervention, leading to a serious injury. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Conference comparative study title - rapid deployment aortic valve in high-risk patients: immediate and early outcomes from a two years single centre experience overview - 104 consecutive patients (between july 2014 to october 2016) underwent aortic valve replacement with the edwards intuity elite valve, via either full sternotomy, or a minimally invasive approach. The valves were inserted successfully in all patients, where 46% also have concomitant procedures. No patients had severe paravalvular leak, post-deployment. In conclusion: the edwards valve is easy to implant via minimally invasive surgery with excellent safety and reproducible results. The valve also performs well, haemodynamically, with low gradients. Summary - through review of this conference, edwards learned that post-implantation of this bioprosthetic aortic heart valve, there were two (2) cases of severe patient-prosthesis mismatch. No additional details were provided.